Event description:
During follow-up, high pacing impedance and an increase in capture threshold were noted on the left ventricular lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece and the inner coil was noted to be compressed near the connector pin. The coil appeared to be broken on x-ray examination. Electrical testing revealed no indication of internal shorts but the inner coil conductor path was found to be intermittently open. Sem evaluation revealed all four filars of the inner coil were fractured. The results of the investigation concluded the increased impedance and increased capture were due to the fractured inner coil filars in the lead body.